Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pvi leaked in the tray prior to use.

Manufacturer narrative:
The reported issue (it was reported that the pvi had leaked in the tray prior to use) was confirmed, as manufacturing related. During visual evaluation damage was found in the iodine packages inside the received samples. The iodine packages had damage, sample #1 had a damage in the left corner and sample #2 had damage below the package. The damage found in the iodine package were caused by the swabs on the tray. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the pvi leaked in the tray prior to use.